Event description:
Consumer complaint of blood result reading of "lo". Performed back to back blood test reading 125 mg/dl and 166 mg/dl, fasting. Customer normal glucose range is usually between 120 mg/dl and 150 mg/dl. I asked the customer to perform a back to back blood test: 147 mg/dl and 158 mg/dl. The customer states that his normal glucose test results two hours after a meal is 140 mg/dl and 147 mg/dl. Reviewed the last five blood results. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation resulted in no defect found for meter. Most likely underlying root cause malfunction: test strip issue, user had low glucose value.